Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 174 and 94 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips, and a new meter was sent to the customer.